Event description:
It was reported by the customer during routine check that the cs300 intra aortic balloon pump was showing leak in iab alarm. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were able to replicate the issue. The leak was coming from the safety disk (0997-00-0985-01), it was replaced and the issue was resolved. Device passed the performance and safety checks according to factory specifications.